Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was found by her boyfriend and was incoherent and having a seizure. Her cgm had been reading 5-6 mmol/l so she did not feel any need to check her bg prior to the event. She was transported to the hospital and treated but cannot recall what drugs or treatment were administered. She also could not remember the bg value that was checked at the hospital when she was admitted. While still in the hospital the following day, a fingerstick bg was taken which was 10 mmol/l while the cgm was reading 4 mmol/l; she stated that is how she discovered the discrepancy between her bg and cgm. She remained in the hospital overnight and was released the next day. At the time of the report she had recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.